Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. A follow-up report will be submitted when the evaluation has been completed. Evaluation conclusion: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The customer reported that air came into the syringe from the manifold connection. No harm or injury was reported. The customer reported five defective devices. The customer did not provide any further information or clinical details about the additional events. Therefore, this single form FDA 3500a will be submitted.